Event description:
It was reported that, during a tka surgery, the pin driver holding mechanism failed to insert the screw and separated from the sleeve. The issue was resolved by using a back-up device. Surgery was delayed, but it is unknown for how long. The patient was not harmed.

Manufacturer narrative:
The reported device, used for treatment, was not made available to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. We were not able to confirm the reported event as no part was returned for evaluation. Contributing factors are related to a design deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw.